Event description:
An (B)(6) male patient underwent an abdominal aortic aneurysm repair on or around (B)(6) 2010. During a check up on (B)(6) 2012, it was detected by CT scan that the patient developed a type iii endoleak with sac expansion of 1-2mm. In addition, the aneurysm was pulsatile by not symptomatic. This device was deployed to re-line the existing graft. (B)(6) 2012 - confirmed by the customer, the secondary procedure was performed on (B)(6) 2012 - another manufacturer's endograft iliac limb extension was placed within the original right iliac limb.

Manufacturer narrative:
Additional device placement is not specifically listed in the instructions for use. Endoleak is listed in the instructions for use. Event is still under investigation.